Event description:
The incident was reported to the manufacturer by the contact lens prescribing healthcare provider (hcp), who was not the treating physician. The patient received treatment at an unspecified hes location, limited information has been made available to the manufacturer. According to the details provided, the patient presented to the hcp on (B)(6) 2024 with symptoms of epiphora, hyperemia, photophobia, and edema in the left (os) eye, with no change to visual acuity. The patient was diagnosed with a large peripheral corneal ulcer and referred to hes for treatment. Information returned by hcp states that the patient was diagnosed with keratitis, unspecified, at hes. No information received on the treatment provided or medication prescribed, however, it is noted that the incident has fully resolved and the patient has resumed contact lens use as of (B)(6) 2024. This event is being reported due to the indication from the hcp of medication or medical intervention required to prevent or preclude the user from permanent injury or impairment from the condition of an infectious corneal ulcer or microbial keratitis or a persistent epithelial defect at the site of the injury. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
The returned lenses were found to be within expected values; no issues or nonconformance's were found in manufacturing record review and no trends were identified. Used devices involved in the event have not been returned for manufacturer analysis. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should further information become available, a follow-up report will be submitted as appropriate.